Event description:
Pt presented with suspicious mammogram with 2 areas of indeterminant microcalcifications. Surgery revealed bilateral silicone implants. Extracapsular rupture and indeterminate microcalcifications stemming from right breast implant capsule and extracapsular rupture. Surgeon performed right subcutaneous mastectomy, removal of free silicone and placement of saline breast implants.